Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 600mg/dl and a no delivery alarm. The customer had symptoms such as nausea and treated with a shot. The customer was advised to prime the device and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer was advised on proper insertion, taping and site techniques. Troubleshooting also advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.